Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the distal segment was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the conductor coils had a break approximately 30 centimeters (cm) from the tip end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high impedances were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. A conductor fracture was noted. No adverse patient effects were reported. The lead remains in service. Additional information was received that the lead was explanted and returned. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. A conductor fracture was noted. No adverse patient effects were reported. The lead remains in service. Additional information was received that the lead was explanted and returned. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. A conductor fracture was noted. No adverse patient effects were reported. The lead remains in service.